Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system for spinal pain. The pump was used to deliver hydromorphone. Dose and concentration information was not reported. It was reported that the patient experienced an altered mental status, increased pain, and swelling at the pump site. The physician opened the pump pocket and discovered that the patient's flowonix catheter was severed. The physician also had concerns about the pump. He stated that, at the last few refills, the reservoir had significantly more drug than what was supposed to be inside. It was also reported that the pump had been regularly presenting discrepancies at refills. The physician decided to replace the entire flowonix catheter with a new ascenda catheter and also replace the pump on (B)(6) 2022 because the pump had been dispensing incorrectly. There were no environmental, external, or patient factors that may have led or contributed to the issue. In regards to diagnostics/troubleshooting performed, the pump logs were run and no motor stalls were found and the reservoir was aspirated and the pump had significantly more medication in the reservoir than what was supposed to be inside. It was also reported that, during the case, the physician programmer was indicating that the patient's pump was empty, but the healthcare provider (hcp) stated that the pump was filled in (B)(6) 2022. The pump logs were read and the last information displayed were logs from (B)(6) 2022. The reporter inquired what physician programmer would display if a pump update was started and not completed. It was believed that the pump was filled at the october appointment, but was not updated, but the main issue was that the patient's active flowonix catheter had been severed. It was noted that, at the october refill, the physician did not intend to make a dose or concentration change. In regards to symptoms related to the empty pump message, it was noted that the patient experienced an altered mental status. It was also reported that, in regards to the cause of the altered mental status and swollen pump site, the patient was no longer getting medication and it was believed that the swelling at the pump site was backflow of cerebrospinal fluid (csf). At the time of the report, the issue was resolved and the patient status was "alive-no injury". It was also reported that the empty pump message resolved because the entire catheter and pump were replaced. The patient's weight and medical history were asked but were unknown. The date that the altered mental status and swollen pump site were first observed was asked but was unknown.